Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings, lost sensor alarm and weak signal alarm from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that he received a number of lost sensor alarms. The customer mentioned that the wrong transmitter ID is not programmed in the pump. The customer reported that the lost sensor alerted occurred only with a previous sensor. The customer will be sent a replacement sensor.